Event description:
Patient presented with an m1 occlusion. The physician steam shaped the tip of the catheter then brought the psc054 coaxial with the psc032 using a 6f long sheath (cook shuttle). He was unable to go beyond the carotid siphon and felt a lot of friction between the psc054 and psc032. With much difficulty, the physician pulled back the psc032 from the psc054. He then decided to use a 35 thermo wire to reach the clot and then pushed the psc054 over the wire up to the clot. Next he inserted the pss054 but had very little effect with the system and again felt a lot of friction between the two devices. The physician then pulled everything back and went in with the 032 penumbra system (psc032/pss032). He was able to aspirate some pieces of the clot but not much. (This MDR associated with mdr3005168196-2009-00116, mdr3005168196-2009-00118, mdr3005168196-2009-00119, mdr3005168196-2009-00120).

Manufacturer narrative:
Note: this is the section of the technical evaluation for the psc054 used during this incident. The pss054 (subject of this MDR) was used with the psc054 mentioned below (see MDR 3005168196-2009-00116) : the psc054 had a flat spot at the distal tip, 1.5cm in length. A 0.041" mandrel was able to pass through this region, but significant resistance was felt. The hub showed cracks. The incident was confirmed as reported. Based on the incident report, the flattened tip of the psc054 caused the friction with the psc032, resulting in the stretching of the distal section. In addition, consultation with our chief medical officer found that the friction felt when using the psc054 was most likely due to the compromised lumen (kink) in the psc054. Therefore, the other devices used with this device (one psc032 and one pss054) probably malfunctioned because of the kink in the psc054. A DHR of review of this manufacturing lot has been reviewed.